Manufacturer narrative:
Tatum wo, moore db, stecker mm, et al. "Ventricular asystole during vagus nerve stimulation for epilepsy in humans." Neurology 1999;52:1267-9.

Event description:
It was reported in an article reviewed by MFR that the vns pt experienced bradycardia and asystole events intra-operatively upon initial implantation of the vns device during lead test. The following is the summary of this pt's event according to the info in the referenced article. A male with intractable partial epilepsy had surgery to implant a vns device. During implantation surgery, and during the initial stimulation, the pt experienced bradycardia to asystole for 10-seconds. A second generator was used without consequence. The first generator was tried again and demonstrated complete atrioventricular block. The procedure was aborted without consequence. Subsequent cardiologic eval was performed revealing no intrinsic dysfunction. Attempts to obtain add'l info are underway.